Event description:
This lead became dislodged and the clinical device tech programmed the device output to 7.5v at 1.5ms. After the pacemaker interrogation showed longevity estimate inconsistencies, the physician chose to reposition the rv lead and replaced the pacemaker on (B)(6) 2011. This lead remains actively implanted.